Manufacturer narrative:
Updated block: the reported complaint was confirmed. Per data log analysis, the system was powered up on 7-feb-2019, a perfusion screen was opened and closed. The system was left powered up at the main screen until (B)(6) 2019 at 10:51:27 pm when the central control monitor (ccm) reported "error photon proxy ok" followed by "error process gui died". This caused the ccm to shut down and report "system computer needs service" as reported. It is possible leaving the system powered up this long (almost 2 months), may have contributed to the issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was discovered while the user facility was starting up the unit with no procedure scheduled. The field service representative (fsr) was unable to duplicate the reported complaint after a hard reset of the ccm. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) displayed a "system computer needs service" message. There was no patient involvement.